Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item# unk znn afn nail; lot# unknown. E1: full establishment name - (B)(6). G2: foreign - event occurred in the UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation approximately eight (8) years and three (3) months ago as part of a pseudo anonymized data for the pmcf study on the afn and rfn znn (zimmer natural nails). Subsequently, the patient had hypertrophic non-union six (6) months post-op and underwent a revision to remove hardware approximately one (1) year and five (5) months post-implantation. During the removal, the static screw broke and hence dynamization could not be performed. Exogen bone stimulator used with no improvement and hence referred to tertiary unit where removal of distal screws performed allowing fracture union. Attempts have been made and no further information has been provided.